Event description:
A customer reported experiencing a cartridge alarm identified as cartridge alarm 30. The blood glucose level was displayed as "high," indicating an adverse impact, though a specific value was not provided. In response, the customer administered a correction bolus via their pump. Technical support decided to replace the pump, which was within warranty, and provided guidance on using the new pump with updated software. Instructions for returning the faulty pump were also given, and the customer acknowledged understanding of all instructions.